Event description:
It was reported that this right atrial lead showed high capture thresholds upon a routine follow up. Almost 5 months later, an external electrogram and a magnet electrogram were performed separately. The external electrogram revealed bradycardia and loss of capture, while the magnet electrogram showed normal pacing without failure. Technical services recommended lead evaluation, as it was not determined whether the issue was related to this lead or the pacemaker. This device remains in service and the patient will be monitored. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).